Event description:
It was reported that the patient was pacer dependent. It was noted that low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable.